Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that the patient experienced a hypoglycemic event, the week of (B)(6) 2015. Patient does not recall the exact date of event. Patient was wearing dexcom continuous glucose monitor (cgm) at the time of the event, but does not recall if any alerts sounded, as she was not coherent at the time. Patient reported that her husband found her and was able to treat her without requiring further medical intervention. Patient's husband gave her a coke, followed by glucose tablets. By the time a finger stick blood glucose (bg) test was able to be performed, patient's bg was reported to be 44mg/dl. Patient and her husband do not recall what cgm values were at the time of the reported event. At the time of contact, patient reported that all alerts are working and she is not experiencing any device issues. Additionally, at the time of contact, the patient reported current condition as good. No additional event or patient information is available there was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.